Event description:
It was reported that while the patient was under sedation for a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration, the ultrasound image quality was poor. The issue occurred mid-procedure causing a surgical prolongation greater than 30 minutes. The issue was resolved after utilization of a new scope and balloon. There were no reports of patient harm. This report is related to (B)(4).

Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The f10 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur.